Event description:
During a remote follow up, the patient experienced inappropriate high voltage therapy in response to low amplitude signal of the patient¿s intrinsic rhythm. Technical support was contacted and the device was reprogrammed to resolved the event. The patient was stable and will continue to be monitored.